Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mass above implant, swelling, and exchange".

Event description:
Patient reported right side "mass above the implant and swelling." Patient reported via a regulatory agency "a large mass on my right breast", "implants have been recalled", "implants removed due to a possible bia-alcl", "after the surgery, the right breast ended up filling up with fluid". Additionally, patient reported via regulatory agency "was very painful" after explanation, which is non-device related per medical safety team. Device has been explanted.